Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log showed several low battery related errors indicating the battery was low then was dead preventing the device from powering up. The log showed no indication that the device failed to power on due to a device malfunction. This claim has been closed as device meets specification. The battery that was used was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.